Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported errors were confirmed and replicated. In system logs, the 25730 and 32114 errors were found indicating low fiber reading on axes controller, arm (aca), axes controller, motor (acm), and axes controller spar (acs) confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where fiber test was found to be failing on the clock spring, parallelogram, and rolling loop assemblies for power reading below the low warning limit of 50. Once testing was completed, the clock-spring, parallelogram, and rolling loop fibers was aba tested and was verified to be the source of the fault. The probable root cause is attributed to issues with the clock-spring, parallelogram, and rolling loop fibers on the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, an error 40100 appeared repeatedly on the universal surgical manipulator (usm4). An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and found errors 25730 and 32114 pointing to the usm4. The procedure was completed as planned with the usm4 disabled. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 40100. System inspected, tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm.